Manufacturer narrative:
Weight and ethnicity: unknown/ information asked, but it was not provided. Telephone number, (B)(4). If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their tecnis lens had a handle amputated that was observed during implantation into the right eye of a patient. The lens was replaced by another of the same model and diopter. No patient injury reported. No information regarding the patient outcome was provided. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on may 16, 2023 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. The lens was cut into three pieces and coated in viscoelastic residue. The haptic of the lens remains fully intact however, the haptic region of the lens seems to be cut around, consistent with the lens being cut to be explanted. Lens damage around the edges of the lens was also observed. Due to the returned condition of the lens, no further product evaluation could be performed. The complaint issue haptic detached was not identified during photograph and product evaluation. The observed lens damage is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.